Manufacturer narrative:
Concomitant medical products: ddbb1d4, ICD, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high pace/sense impedance and a high number of short v-v intervals. It was also noted that the patient had a history of diaphragmatic stimulation with rv pacing. The lead remains in use. No further patient complications have been reported as a result of this event.